Event description:
The lay user/pt's wife contacted lifescan in 2007 and alleged that the pt's induo meter was giving the error 2 message. The medical affairs specialist (mas) called and spoke to the pt two days later and obtained add'l info. The pt informed the mas that the alleged issue of error 2 first occurred one day prior to original date at around 7:00pm when he attempted to test on the meter prior to taking his lantus insulin. He takes the lantus insulin based on a sliding scale per the meter's results. Since he was not able to test on the meter, he "guessed" the dosage and took 20 units. He was asymptomatic at that time. He then went to work and picked up his "work" meter, but stated that he does not like to use it since he has to reimburse the cost of the strips to his work. Around 2:30am, he woke up feeling shaky, unable to speak/walk, and his heart was racing. His wife attempted to test him on the meter, but obtained an error 2 again. The wife did not know how to test him on the other meter and therefore, did not attempt to test him on that. She gave him some crackers and "sweet to eat". After the pt felt a little better, he tested himself on the other meter and the result was 49 mg/dl. About 1/2 hour later, he obtained a result of 105 mg/dl. The pt did not seek medical attention. The pt tests his blood glucose 4-6 times/day and takes humalog insulin during the day with each meal based on a sliding scale per the meter results. He does not have any other health conditions besides diabetes. At the time of troubleshooting, it was verified that this was not a new product. The pt's testing technique was reviewed to be correct and the error 2 message appeared when the power button was pressed. This complaint is being reported because the pt alleged that he experienced symptoms of low blood glucose after taking insulin that he "guessed" since he was unable to test due to the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.